Manufacturer narrative:
Concomitant medical product: d314drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead¿s threshold was rising over a period of time, there was high impedance, and a confirmed fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.